Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger (insr) did not seem to be holding a charge, it did not seem to charge the ins up, there was poor coupling and the patient was in a lot of pain. The patient said they normally recharged the insr once a month. When the patient started a charge session during the call they reported the insr connected initially showing a half full ins and a half full insr but the half full never went any farther. The patient said they kept losing coupling boxes when they tried to recharge last night they had it on all night. During troubleshooting the patient said the black boxes went all clear. The patient also reported that the stimulation was off. The patient said she did realize it was off but did not know how or when they stopped feeling stimulation. The patient was successful to turn the stimulation back on and said they felt the stimulation that helps them with their pain. A replacement insr was sent to the patient. No further complications were reported/anticipated.